Manufacturer narrative:
The device has been requested by baxter for eval but has not yet been received. Should the pump be received for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility reported an infusion pump with failure code 808:02 that occurred during pt infusion. According to the facility rep, the pump was switched out with another one after the failure code occurred. The rep said that the reported failure code was later duplicated during biomedical testing. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.